Event description:
It was reported to philips that the system failed to expose due to an image storage problem. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the system was in clinical use for a planned non-emergency procedure at the time of the reported event. The procedure was completed by using fluoroscopy. A philips remote service engineer (rse) examined the system remotely and identified that issue was related to the reoccurring startup issue with the image processing pc (ippc) and recommended replacement of ippc. A field service engineer (fse) visited onsite and confirmed the reported issue. To resolve the issue, the fse replaced the ippc and hard disks. After the replacement, the system was returned in good working condition and was ready for clinical use. Further logfile analysis by the technical team confirmed a malfunctioning of ippc. The codes were updated based on the investigation outcomes.